Event description:
During preventative maintenance, diagnostic messages indicated a failure of one of the two power supplies for the device. The pump system remained fully functional, however, capability to recharge the back up batteries was not available. There was no adverse consequence to the patient as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not concluded.